Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject devices are not expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified ulnar surgery the 2.7mm cortex screw broke during insertion. The broken fragments were successfully retrieved from the patient. It was reported that the patient was healthy and the patient's ulnar was larger than normal. The surgeon stated that the reported screw was not the correct size for the patient's bone. There was no surgical delay due to the reported event and no reported harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A note was mistakenly added in the initial medwatch report (B)(4), stating that the subject device was not expected to be returned when the device has been received and is undergoing evaluation as stated elsewhere in the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The evaluation has shown that the remaining thread flank is flattened and that there are stress marks at the bottom of the screw head visible. Also found strong deformations that point in clockwise direction at the star-drive recess of the screw. These deformations are a clear indication that this screw was exposed to very high forces during the insertion. Based on the provided information and without the missing threaded part the exact cause of this occurrence cannot be defined. The relevant dimensions of the cortex screw cannot be checked anymore as the breakage occurred at the end of the thread and the complete threaded part was not sent back for evaluation. The microscopic view has shown that fracture face is homogenous, which indicates material conformity, and has the typical view of a forced fracture. The manufacturing documents were reviewed and no complaint related issues were found. The lot in question was manufactured in october 2015 with a lot size of (B)(4) pieces and we are not aware of any other complaint for this article- and lot number. It is likely that a mechanical overload caused by dense bone or an excessive contact between the screw and the plate, would explain the flattened thread flank and the stress marks at the head, or a combination of different factors caused the breakage of the plate. Based on these findings and the appearance of the received screw head we exclude a product related fault. No product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.